Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was noted by boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered distal release stent was to be used to treat a 7.1 x 8.8 cm malignant tumor in the right upper lobe during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty deploying the stent inside the patient. The physician pulled the stent deployment suture to release the stent but noted that the stent was pulled back along with it. Eventually, the stent deployment suture fully released, and the stent was deployed inside the patient, but not in the target location. The stent was removed with forceps and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Event description:
It was noted by boston scientific corporation on june 27, 2018 that an ultraflex tracheobronchial uncovered distal release stent was to be used to treat a 7.1 x 8.8 cm malignant tumor in the right upper lobe during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty deploying the stent inside the patient. The physician pulled the stent deployment suture to release the stent but noted that the stent was pulled back along with it. Eventually, the stent deployment suture fully released, and the stent was deployed inside the patient, but not in the target location. The stent was removed with forceps and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial uncovered distal release stent was received for analysis; the delivery system was not returned. The stent was received deployed and expanded. Visual examination identified no issues with the stent. The green retention suture in both sides were inspected and no anomalies were noted. The stent was measured to be within specifications. Taking all available information into consideration, the investigation concluded that the reported failures were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.